Manufacturer narrative:
Serial number: (B)(4), software version: (B)(4) , color: blue, battery life remaining: 11 months. The inpen paired to the commercial app. The screw is not bent. However, the inpen screw advanced/retracted with high resistance cause by a broken encoder bond. Unable to perform functional test or verify dose report anomaly due to broken encoder bond anomaly.

Event description:
Information received by medtronic indicated that the insulin pen was not logging information correctly and not recording the exact doses dialed. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.